Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple "cartridge change error" messages with multiple cartridges. Customer's blood glucose level was not impacted. Reportedly, customer has back up manual injections for continued insulin therapy.